Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and an issue was found with the connector. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), a white substance was found on the outer tubing overlay and there was blood in/on the helix mechanism. All pin/cap crimps are present but it appeared that there may be medical adhesive between the pin and the cap.

Event description:
It was reported that the lead had an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.